Manufacturer narrative:
Product analysis: analysis of the programmer was able to confirm the customer comment that the stylus did not align correctly with the display overlay image, the cable between the xy board and the overlay was re-seated and the stylus was recalibrated. Analysis also noted that the power cord bay latches were broken, the handle covers were cracked, and the nylon standoff and media bay gasket were replaced as preventative. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer calibration was off and the calibration test could not be selected on screen. It was noted that the calibration diskette did not work. There was no patient involvement.